Manufacturer narrative:
Pump received with intermittent button response due to moisture keypad traces. No button error alarm during testing. No unexpected button alarm clear anomalies noted. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The friend of a customer reported via phone call that the insulin pump alarmed button error and cannot clear the alarm. Customer does not recall any significant events leading to the error. Customer's blood glucose was 322 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.